Event description:
A technician reported that when a 6 x 18mm palmaz genesis opta pro was being loaded on the wire, she noticed that the struts were sticking out. The device was not used and is being returned for evaluation.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.